Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that a CT exam performed approximately 2 years post implant, the patients right iliac artery diameter measured between 12.7-13mm.the CT exam also revealed a type ib endoleak on the right side. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information received on this case reported that a re-intervention to treat the type 1b endoleak was carried out approximately 2 months post index procedure. It was reported that during the intervention the patient had a 16x16x82 limb placed in the right common iliac artery to the level of the internal/external iliac artery bifurcation. During the final imaging run there were no endoleaks observed and the physician stated that he was satisfied with the outcome of the procedure. No additional clinical sequelae were reported and the patient is fine film evaluation summary; the distal type I endoleak and resulting aaa expansion appears to be due to an inadequate distal right iliac seal; however the exact cause could not be determined. Pre-implant films revealed that the neck diameter ranged from 18 ¿ 15mm along the 3cm length, and was severely angulated ~70 deg lt-rt relative to the distal aorta. The iliac arteries were tortuous and contained thrombus calcification, and the right common iliac artery was aneurysmal at its mid-length ranging in diameter from 10 ¿ 16 ¿ 12mm. Films at implant and earlier post-implant images were not available for return. CT¿s returned from 23 months post-implant revealed that the aaa max diameter had increased from 49 to 58mm, and the bifurcate aortic body was angulated ~80 deg lt-rt relative to the right/contra limb. The contra limb crossed over the ipsi limb, and was positioned into the mid-length aneurysmal section of the right common iliac artery. Contrast was seen from the right limb which appeared to be from a distal type I endoleak. Within the rcia there was contrast outside the 14mm diameter distal stent ring which appeared unopposed to the vessel and measured ~17mm in diameter. It appears likely that continued disease progression within the calcified and aneurysmal right common iliac artery likely contributed to the insufficient right limb seal. Images immediately post-implant were not available, however, potential morphology changes with increasing limb angulation and possible limb migration may have also contributed to the distal type I endoleak. If information is provided in the future, a supplemental report will be issued.